Manufacturer narrative:
Device evaluation: analysis of the 3878-45 lead found the insulation between the 2, 3, and 4 electrodes appeared to be cut by the needle in the direction that would occur if retracting the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Please note this lead was also received with the lead reported through manufacturer report #3007566237-2017-02008.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) reporting the lead was opened but not implanted during a trial the other day. The need was inserted as per usual. The lead was loaded and appeared fine on inspection before insertion. The lead was withdrawn for repositioning. On inspection while wiping the lead to be made ready for the next attempt, a break was noticed down integrity between contacts 2-4. It was unknown if there were any external factors that contributed to the event. Surgical intervention occurred. Further reported as the action taken to resolve the issue was the damaged lead was replaced for a new lead, which was implanted in the patient. The issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.